Manufacturer narrative:
Inspected one opened and used enlite sensor. Performed bicarbonate buffer test. One of two sensors found broken at sensor base. One remaining sensor passed per specification with accurate readings.

Event description:
The customer called in for troubleshooting their transmitter and during the process the customer reported that when they inserted the sensor into their body the sensor did not stick right away so the customer had to push it in manually. When the customer removed the sensor from their body they did not see the cannula. They noticed that the cannula was still in their body. They went to get the tweezers but by that time the cannula was no longer visible. The customer was advised to go to the emergency room if they find it necessary. The customer's blood glucose was 94 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.